Event description:
It was reported that the pump touch screen was shattered and unresponsive. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.